Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the (B)(6) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the rear therapy electrodes. The patient's physician recommended a cream for the irritation. The patient decided to use a powder instead. Follow-up indicated that the rash had improved.